Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for follow-up. Upon interrogation, the atrial lead exhibited a rise in threshold. X-ray revealed that the lead had dislodged. During the lead revision procedure, a stylet was unable to be inserted into the lead. The lead was explanted and replaced. The patient was stable.